Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was at home, she experienced intermittent yellow battery alarms; however, the batteries displayed an adequate charge. The pt exchanged the system controller and the alarms were resolved.

Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported event was confirmed. During eval, movement of the black power lead at the connector end resulted in power cable disconnect and low battery alarms while tethered to a power module. During further eval, the black power lead was found to have a broken brown conductor (battery gauge line) at the connector end. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (20165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.